Event description:
The reporter stated that during a bedside ventriculostomy procedure and placement of intercranial monitoring catheters, the intercranial pressure monitory catheter, 110-4l could not be advanced through the im3.st triple lumen catheter. It seemed to catch on the edge of the anti-compression sleeve. A second intercranial pressure monitoring catheter was used and the same problem was experienced. To date there are no adverse outcomes for the pt related to the event. For the 110-4l device report see MFR report number 2023988-2009-0001.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.